Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved tip stapler 30 instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the pivot tube. The cable was completely broken, and the segment containing the crimp was no longer intact. As a result, the grips were unable to open or close. The instrument was placed on an in-house system and successfully passed recognition. However, during in-house testing, the grips did not open close. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges, or damage that could have contributed to the cable failure. Also, the stapler sheath accessory was returned with no reported complaint. The accessory was returned still attached to a stapler 30. There was no damage found to the sheath.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, it was noted that the curved tip stapler 30 was attempted to be open by the surgeon, and it would not open. The procedure was completed with no reported injury.